Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, when the physician went to move the guidewire into the tip of the catheter to insert the catheter into the faradrive sheath the guidewire would no move forward or back. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. The use of the farawave catheter to treat a persistent atrial fibrillation is considered an off-label use.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, when the physician went to move the guidewire into the tip of the catheter to insert the catheter into the faradrive sheath the guidewire would no move forward or back. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.